Event description:
It was reported the lead impedance measurement has gradually increased and is high. It was also reported the capture threshold has increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.